Event description:
It was reported that patient experienced stimulation inadequate due paddle lead migration. The patient underwent a spinal cord stimulator (scs) replacement procedure. During the procedure, two contacts were found to have high impedances, and the paddle lead appeared to be damaged prior to the removal. The physician replaced everything and ensured no contacts were left inside the patient. The patient is doing well post operatively with good coverage in painful areas. The explanted devices will not be returned per facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred five months after spinal cord stimulator (scs) implant. Additional suspect medical device components involved in the event: product family: scs-ipg-r, upn: m365sc11320, model: sc-1132, serial:(B)(6), batch: 21101679. Product family: clik x MRI anchor, upn: m365sc43190, model: sc-4319, batch: 21077751.